Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia while wearing a pod. Patient lost consciousness while on an international flight; she was treated with glucagon and solu-cortef by doctors on board (or flight personnel). Patient regained consciousness after 40 minutes.